Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is not well folded anymore and shows signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. A 0.014 inch reference guidewire could be introduced without unusual friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually examine the stent system prior to the procedure to verify functionality.

Event description:
The pk papyrus was selected for treatment of a perforation after rotablation of the lad. The device was advanced but did not cross and was removed. After removal it was noticed that the stent was not on balloon and was not visualized in patient. Subsequently, the perforation was successfully sealed with a des and post-dilatation.